Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regz0461 showed two other similar product complaint(s) from this batch number. The complaints for this batch number have been reported from the same facility in canada.

Event description:
It was reported by the customer that a PICC line leaked saline from the rubber stopper where the insertion wire travels through them. Saline leaked when the catheter was flushed, and also drew air bubbles in the saline syringe when aspirating back for blood return during the insertion procedure. Customer states the rubber stopper "visually looks different than our other 5f double lumens (with different lot numbers)." There was no patient harm reported. Patient does not have an infectious disease.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking t-lock assembly was confirmed. The product returned for evaluation was one 3cg tls stylet. The wire was inserted through the t-lock assembly septum. The white wire was cut distal of the spiked tether assembly, which was not returned for evaluation. An attempt to infuse water through t-lock using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed in the septum where the wire passed through. Microscopic inspection of the septum revealed gaps on two sides where the wire passed through an incision. Leaking water was observed at those gaps. The gaps at the wire insertion site resulted in the observed leakage and may have occurred as part of device assembly. The device is a supplied component and bd is working closely with the supplier to address this type of event.

Event description:
It was reported by the customer that a PICC line leaked saline from the rubber stopper where the insertion wire travels through them. Saline leaked when the catheter was flushed, and also drew air bubbles in the saline syringe when aspirating back for blood return during the insertion procedure. Customer states the rubber stopper "visually looks different than our other 5f double lumens (with different lot numbers)." There was no patient harm reported. Patient does not have an infectious disease.